Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator turned off after the patient went to (B)(6) twice. The patient programmer confirmed the device was "off," and the patient was able to turn the device back on with the patient programmer. The patient was in a "(B)(6)" before going to (B)(6). The patient has 2 stimulators and it is unclear which stimulator turned off, so a report has been filed on both. See MFR report #3004209178-2011-02130 for the other report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.